Event description:
It was reported that the patient underwent a revision procedure due to pump placement following 10 days after implant with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted.